Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A. It was reported that this peritoneal dialysis patient encountered slow fill times during fill 3 of 4 and a supply bag line blocked alarm during dwell 1 during the previous peritoneal dialysis treatment. The patient cancelled the treatment and observed evidence of a fluid leak when removing the cassette. A replacement cycler was arranged for the patient. Follow up with the patient indicates that the clinic was notified of the alleged event. The patient did not experience any complications as a result of the alleged event. Patient completed treatment with continuous ambulatory peritoneal dialysis and the patient resumed treatment on a replacement cycler. The patient reported discarded the alleged cycler set.